Manufacturer narrative:
The customer states that resistance was experienced during the insertion of the introducer and bleeding on the patient's lung was observed. The insertion site of the introducer and the sequence of events which led to the bleeding was requested from the customer but was not received. The complaint sample was not returned for evaluation. The lot number for the complaint introducer was not provided. The introducer (introsyte-n) is used to gain peripheral IV access. During venipuncture, the introducer is threaded and the needle is inserted into the vessel, but most part of the introducer remains outside of the patient. Therefore, it would be improbable that the introducer would migrate and cause hemorrhage to the lung. It is possible that the complaint was related to the catheter and not the introducer as stated in the problem description. The root cause is inconclusive because the insertion site was not provided. If additional info is provided, the complaint investigation will be updated.

Event description:
Resistance was found during insertion of introducer, and there was hemorrhage in patient's lung during insertion. The tip of introducer was found damaged after taken out from blood vessel.